Event description:
Healthcare professional reported "rupture". Healthcare professional later reported "capsular contracture baker grade iii". This record is for the right side. Device was explanted and replace with a non-abbie device. Device will be returned.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2, d4, g4, h4.

Event description:
Healthcare professional reported "rupture". Healthcare professional later reported "capsular contracture baker grade iii" of a non-abbvie device. This record is no longer reportable to FDA and will be un-reported.